Manufacturer narrative:
Physio-control inc. Continues to investigate the reported event. Awaiting return of the device for eval.

Event description:
It was reported that the device defibrillation energy levels would not remain calibrated and the higher defibrillator energy selections would not function properly. There was no pt use associated with the reported event.